Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: incompatible scope error e315 was caused by malfunction in the ultrasound plug unit. Based on the results of the investigation, most probable cause of the malfunction rust of the flexible tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideosope exhibited incompatible scope e315 and rust on the flexible tube. There was no patient involvement.